Event description:
It was reported by the pt that her vns device had a malfunction. She did not have details, but said it had something to do with the "wires". Per rptr, the device had been turned off for the past 3 weeks. Attempts for further info have been unsuccessful to date.